Manufacturer narrative:
Device evaluation summary: as received, there are coaptation gaps between the free margins of leaflet 1 and leaflet 3, and also between leaflet 2 and leaflet 3. The free edge of l3 appears to be translucent indicating that the leaflet tissue has been dehydrated for a prolonged period of time. The dehydration of the leaflet tissue may have been contributed to the coaptation gaps observed. There is some noticeable damage to the cloth and sewing ring that presumably occurred during implant or explant. There are markings consistent with those caused by hemostats or forceps located on leaflet 2 and leaflet 3 near commissure 3. Commissure 3 appears to be distorted and bent towards commissure 2. Hemostats/forceps markings located at commissure 3 are possibly related to the distortion, however this cannot be confirmed. X-ray imaging, reveals that the wireform and stiffener band are intact. The non-circular alignment of the wireform and stiffener band suggests the distortion of the valve, presumably due to the explantation of the device. Echocardiography review: intraoperative echo cd was received by edwards and evaluated by an independent consultant, impression as follows: " a highly eccentric aortic regurgitation jet is noted on initial post-pump imaging. The characteristics of the jet are strongly suggestive of paraprosthetic regurgitation. Although the jet origin cannot be definitively localized based on the available images, it likely is between 6:00 and 9:00 on a clock-face of the shortaxis tee, suggesting an anterior and rightward (opposite the usual location of the left main coronary os) location." Valve functional testing at edwards: functional testing was performed in a pulse duplicator under normal physiological conditions: 5 liters per minute, 70 beats per minute and 100 mmhg mean aortic pressure. Leaflet 3 is slightly higher than the other two leaflets in the fully closed position. There is no evidence of a central hole at the fully closed position. The total regurgitant fraction (trf) is 3.8%, which is more than two times lower than the 10% maximum trf allowed for this size valve per iso5840:2005. Since no central hole is evident, the small amount of regurgitation present is of non-central origin. Conclusions: the device history record review (DHR) was completed and confirms that this device passed all manufacturing and sterilization inspections. The observed tissue damage in the received valve would not pass edwards' visual inspection, and is presumed to have been created during or after implant. Edwards in-vitro functional testing of the valve indicates the device continues to meet specifications per established standards. In vitro testing is not capable of simulating or evaluating the reported perivalvular leak if it is through the space between the bioprosthetic valve and the patient aortic annulus. Therefore, the provided information and edwards investigation indicates no device quality deficiency or malfunction that may have caused or contributed to this event. It is likely that this event is related to procedural and/or patient factors.

Event description:
It was reported by surgeon to sales that an edwards aortic bioprosthetic valve was implanted and the echo showed a very bad perivalvular leak. Sugeon could not figure out what the problem was, and therefore explanted the device and replced with with another same model/size bioprosthesis.

Manufacturer narrative:
The explanted device was returned for evaluation, and is currently undergoing functional testing at edwards. Intra-operative echo cds were also received and evaluated. Edwards investigation results and conclusions are pending testing, and will be reported once completed.